Event description:
A surgeon reported pts (20 eyes) with diffuse lamellar keratitis (dlk) following refractive surgery and was treated with topical corticosteroids. Add'l info has been requested. Twenty eyes reported under MFR #1061857-2008-00021-00040.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed when add'l reportable info becomes available. This report mailed in to FDA on: 02/20/2008.